Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the rv channel after appropriate shock delivery. An inappropriate shock was delivered due to noise per data stored in the associated device. The short rv interval counter began incrementing in (B)(6) 2024. Noise can be seen in rv lead monitoring episodes from (B)(6) 2024. Pacing impedance remained steady, shock impedance has trended down slightly in the last 6 months. Patient is hospitalized. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.